Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6), 2010.according to the complainant, the patient experienced a recurrence of incontinence, urinary problems, chronic infections, pain, and dyspareunia post procedure. The exact nature and date of onset for each are unknown.all other information is unknown and reportedly unavailable.